Manufacturer narrative:
(B)(4). Medical product: unknown modular head, catalog #: unknown, lot # j6271519 - reported by medwatch facility warsaw biomet ¿ 0001825034. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 165783. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : devices remain implanted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty subsequently, the patient suffered a dislocation while bending forward in chair. Closed reduction was performed.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product remains implanted. Once the investigation has been completed, a supplemental MDR will be submitted. Devices remain implanted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty subsequently, the patient suffered a dislocation while bending forward in chair. Closed reduction was performed.